Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2023. During the procedure, the first six bands were successfully deployed; however, the remaining last band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2023. During the procedure, the first six bands were successfully deployed; however, the remaining last band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator head had no bands attached, which indicates that the bands were all deployed. The ligator head teeth and the suture hole were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned device had no bands attached in the ligator head, as evidence of full deployment. The returned device did not have any evidence of either the alleged problem(s) or any defect on the device. Therefore, the most probable root cause of this complaint is no problem detected.